Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records were not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be rec'd, the investigation will be reopened.

Event description:
Patient was revised to address loosening of the femoral component and osteolysis (left side).